Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician. Visual inspection verified the reported condition. To resolve the issue, the qualified technician replaced the wheels and then the machine was running normally. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex machine had a broken wheel during priming. There was no patient involvement. No additional information is available.